Event description:
Customer is receiving button error alarm and needs a replacement insulin pump sent urgently since she is 38 weeks pregnant. Customer's blood glucose was 100 mg/dl. Customer was advised insulin pump would be replaced and delivered immediately. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and scratched case. All buttons did function properly. No button error alarms noted. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.